Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media of failed battery test. The customer's blood glucose reading was unknown. The customer stated that the numbers have been crazy in the morning and the batteries failed at night. The insulin pump will not be returned for analysis.